Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown medication(s) at unknown dos e/concentrations via an implantable pump for spinal pain. It was reported the patient presented to the emergency room (ER) reporting she had missed her refill appointment, on (B)(6) 2016. The reporter wanted assistance in finding out information about what was in the pump. They had not heard the pump alarm. The hcp didn't want to administer medications to the patient until they knew what was in the device. They didn't have any information on the patient's pump or hcp information, only their card. The actual refill date was unknown as well. No symptoms were reported. Further information including medication information, troubleshooting, actions/interventions, the cause of the missed refill or if the pump had been refilled was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.